Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve/pre-stent and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors (native bicuspid valve, large annulus, severe native annulus and leaflet calcification, cardiac remodeling over time) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
An edwards lifesciences field clinical specialist reported that a patient implanted with a 29 mm sapien 3 valve is now experiencing severe paravalvular leak (pvl) approximately 2 years and 9 months post-implant, representing an increase from the mild pvl observed at the time of the original procedure. The patient is currently experiencing heart failure symptoms. Post-dilation of the valve was performed, resulting in a reduction of pvl severity from severe to mild-to-moderate. The perceived root cause initially reported was that the valve had been fully expanded at deployment but may have subsequently "recoiled" or collapsed slightly over time due to cardiac remodeling and cardiac motion during the cardiac cycle. A review of pre-tavr CT imaging by an edwards lifesciences clinical imager identified the native anatomy as bicuspid, with probable fusion of the right and left cusps. The annulus was noted to be elliptical and very large (699 mm2). Significant calcium burden was present, with large calcific deposits at all three native commissures extending into the lvot. Fluoroscopic imaging and echocardiography from the index procedure were reviewed. The transthoracic echo demonstrated at least mild anterior pvl at implant. Fluoroscopic imaging did not show evidence of valve recoil; the valve frame appeared unchanged in size compared to the initial post-implant images. Fluoroscopic imaging and tte obtained during the recent balloon post-dilation were also reviewed. The valve demonstrated asymmetric expansion, with the anterior aspect approximately 3 mm shorter than the posterior aspect, and a small waist was observed. After balloon dilation, visual assessment suggested improved expansion. The tte performed during dilation showed severe anterior pvl, with only minimal reduction following dilation, possibly improving to moderate pvl.